Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000182388.

Event description:
It was reported that patient experienced ineffective therapy following a recent fall. X-ray imaging revealed migration of one of the patient's leads. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the lead was repositioned to address the issue. It is unknown which lead migrated.